Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit affected by the syr/pca plastics recall 2020-dom ,replaced front/rear case, handles , barrel clamp, lock label, latch, wiper seal calibrated. The probable cause of the reported issue was due to cracked case of the pca front cover. A review of the device history record showed the device had a manufacture date of 11aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a cracked case. There was no additional information provided and no patient involvement.